Event description:
The reason for the system controller exchange was due to alarm screen assessment showed no alarm history. They discussed with regional abbott clinical representative who felt that the lack of system controller alarm history was concerning because the alarm history supposedly never purges completely with time. It was felt that the lack of any alarm history could mean that future alarms would not be recorded, which would be a safety issue. System controller exchange was recommended. Later, provider discussed case with abbott on-call engineer who confirmed that the alarm history does indeed purge after a certain amount of time and that the lack of alarms in the history of that system controller was not concerning. The log files elated to the event are not available. Because it was believed that alarm history does not get purged over time, it was concerning that there were no alarms seen on the alarm history at all. It was thought that we should at least be able to see intra-operative low flow alarms in the history screen-- even if the implant was years prior-- because those alarms would never purge. It was later learned that the alarms indeed get purged after a certain period of time, so this was not concerning.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a system controller exchange in (B)(6) 2025. The event date was estimated.